Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection. Based on the results of the investigation, the type of foreign material or root cause cannot be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the colonovideoscope exhibited foreign objects in the nozzle. There was no patient involvement.